Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. The circumstances that led to the device not working weren't identified however they noted that they have now gotten their emotion under control and adjusted the device just a little. And things have gotten better. They have called their hcp and talked to them. The hcp told patient to hang in there and that they would work on it together. Patient mentioned they are definitely doing better. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator. It was reported that patient had a loss of therapeutic effect and the device was not working. Patient was also confused about the instructions so troubleshooting couldn't be done over the phone. Patient was advised to follow up with their healthcare professional. No further complications were reported.